Event description:
Clinical research associate performed a monitoring visit and the investigator reported a sae in the study group; an ankle fracture (left side). In the sae form it is reported that there was a fall after stumble.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.